Event description:
The customer reported to baxter healthcare one (1) clearlink paclitaxel set in which a leak from a hole was detected in the tubing that allegedly was caused by the roller clamp. Patient involvement is unknown. There is no report of injury or adverse event associated with this report. No further information is available.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.